Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure and helix retraction failure. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray examinations of the lead did not find any indication of conductor fractures or internal shorts. The full helix extension length was measured to be within specification. Analysis revealed the reported event was due to helix being clogged with blood.